Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the complained battery shows that there are some residues at the electronic contact point. Checking the battery shows that the electric conductivity is not affected by this residues. Reviewing the manufacturing and material document shows no deviation to the specification. The manufacturing documents show that this battery passed the functional control successful. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Dirt was found on a product when the package was opened. This is report 1 of 1 for complaint (B)(4).